Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.